Event description:
It was reported that during a laparoscopic gastric bypass procedure the device did not fire. Another cartridge was fired and stapled, but the staples were not formed properly. Since the cartridge stuck on the skin,some bleeding occurred. Another reload was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.